Event description:
Caller alleged imprecision with the inratio2 meter. Results as follows: date (B)(6) 2012; initial inratio: 5.6; repeats: 2.7. Date: (B)(6) 2012: initial inratio: 1.6; repeats: 2.0, and 2.7. Time between testing was minutes. Therapeutic range 2.5-3.5.

Manufacturer narrative:
Investigation pending.